Event description:
Covidien received info stating that while in use on a pt an 840 ventilator gave a graphic user interface (gui) error message. The pt was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and found an error message relevant to the malfunction. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs) and upgraded the software to the current revision. The cse performed extended self-testing on the device and all tests passed.